Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 57 mg/dl, and the meter bg reading was 147 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.